Event description:
Dr's pt's have been obtaining readings 100 pts lower than actual with multiple lots of this peak flow meter. This trend has been noticed with different lots for the last two months. In some cases pts were placed on medications needlessly due to false readings.